Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer she indicated that the transformer was cracked in the corner. She did not witness any sparking, fire or flames and no injuries were sustained. She also stated that she would be sending product back to medela. As of this filing the product has not been rec'd. Therefore, no conclusions can be made as to the cause of the event. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
The customer reported to customer service that her transformer has come apart, separating at the base that plugs into the outlet and the screws have fallen out.